Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The customer provided a general report that staff is experiencing leakage between the texium bonded syringe and the eclipse needle during subcutaneous injections of herceptin and rituximab. In one specific event rituximab was being administered and droplet leaking was noted after the first couple ml was given. The user confirmed that the connection had been securely tightened. There was no report of patient or staff harm or medical intervention. The event date was described as both (B)(6) 2018 and (B)(6) 2018.

Manufacturer narrative:
The customer has confirmed that the event date february 8 mentioned in the initial report is a new event which will be reported as a new complaint. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.